Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, and/or excessive, unusual and/or awkward movement and/or activity."

Event description:
It was reported patient underwent right total knee arthroplasty on (B)(6) 2011. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to knee giving out while bending and twisting. During the procedure, the surgeon noted the yoke had went through the bearing. The tibial bearing and yoke were removed and replaced.